Event description:
The clinic reported that the surgeon experienced a power surge resulting in a posterior capsule tear during a phacoemulsification procedure. A vitrectomy was required and a posterior lens was implanted. The patient is expected to have a good outcome.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested by an amo authorized service representative at the customer location. No issues were found with the operation of the equipment that related to the reported event. The equipment meets all specifications and is continuing to be used by the clinic.